Event description:
Event description cpi received information that the patient reported hearing beep tones being emitted from the device after a shock delivery from the implantable cardioverter defibrillator (ICD). Interrogation of the ICD noted numerous non-sustained episodes with some inappropriate shocks. Pacing impedance had dropped since last follow-up. Physician suspects a problem with lead.